Event description:
It was reported during the procedure, the driver tip broke, and the surgeon was unable to remove the driver tip from the screw head. The broken piece of the driver tip remains in the patient's body. This report is related to report number 3025141-2022-00290 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.

Manufacturer narrative:
Screw information received on 20 september 2022.